Event description:
It was reported the coil unintentionally detached and implant stretched. When embolizing the leak site of a type 1a endoleak after evar, the coil was unpacked to be used as the first coil, the pretest was performed, and then the coil was inserted into a microcatheter. While pushing and pulling the implant at the target site for positioning, the implant became unintentionally detached and stretched in the microcatheter. The implant was attempted to be pushed in with the pusher but could not be advanced. The microcatheter and an angiographic catheter were withdrawn, and the remaining implant was retrieved with a snare. A part of the implant could not be retrieved with the snare, but the physician determined that the remaining implant would not be a problem for the patient's health based on its location and the location of the implanted stent graft. The leak site was embolized using a different method, and the procedure was successfully completed. No reported injury to the patient.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: 5. Introduction and deployment of the coil delivery system 5-3 seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer sheath. Caution·do not over-tighten the rhv around the introducer sheath. [Excessive tightening could damage the pusher catheter such as kinking. ] 5-4 push the coil into the lumen of the microcatheter. Caution·avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. Initiate timing using a stopwatch or timer at the moment the coil enters the microcatheter. 5-5 push the pusher catheter through the microcatheter until the proximal end of the pusher catheter meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the pusher catheter. Caution·avoid kinking the pusher catheter and introducer sheath. To prevent premature hydration of the azur system, ensure that there is flow from the saline flush 5-7 under fluoroscopic guidance, slowly advance the coil into the vessel/aneurysm from the tip of the microcatheter. 5-8 continue to advance the coil into the lesion until optimal deployment is achieved. Reposition if necessary. Caution·if the coil size is not suitable, remove and replace with another more appropriately sized coil. ·do not rotate the pusher catheter during or after deployment of the coil into the vessel/aneurysm. [Rotating the pusher catheter may result in a stretched coil or premature detachment of the coil from the pusher catheter, which could result in coil migration.]